Event description:
The customer reported to olympus during a unknown procedure, poor contact resulting in no image on the visera video system center. There was no delay reported. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the connector was faulty, but the reported issue of no image was not confirmed. The connectors were broken and could not be connected, and the battery has run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to faulty video connector. The root cause of the faulty video connector was unable to be identified. Olympus will continue to monitor field performance for this device.